Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 20 mg/dl. The customer stated that the last 2 times she changed her infusion set, she went from 126 mg/dl to 20 mg/dl. The customer stated that this occurred within the last three days. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to check her reservoir history and fill her cannula to 5.0c. The customer was advised to check the status screen and then visually inspect the reservoir. The customer stated that the reservoir is showing the same amount of insulin as shown on the status screen. The customer stated that her body has been rejecting the cannula and will call back at another time.